Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. In addition, it was reported that the cartridge did not fit onto the pump. Customer declined troubleshooting for the issue, therefore no additional information was obtained. The customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.